Event description:
It was reported that during usage the angled burr attachment is heating and burning skin.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. Mfg eval reports the sample was rec'd and visual inspection noted corrosion on the collet of the milling tool. Functional testing revealed resistance when tool turned in the attachment. The resistance is indicative that the bearings are worn and dirty therefore resulting in friction that can create heating during usage. The appearance of the device possibly indicates a lack of device maintenance along with incorrect reprocessing leading to the reported malfunction. A review of the device history record did not show conditions that could have contributed to the reported event. The complaint is indeterminate from a mfg perspective.